Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported, right side deflation. A hole in valve was observed, during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: deflation and valve leak and/or damage: observed, partial delamination on the diaphragm valve assessed, as cohesive failure. Additional observations: observed, creases on the device. Yellow particles observed, inner the device. Observed, wear abrasion on the device.

Event description:
Healthcare professional reported right side hole in valve observed during surgery. Device has been explanted and replaced.